Event description:
Pump reported to be set at approx 19 ml/hr with an unk amount of heparin. Sometime later, the pt's prothrombin time level was taken and found to be 33.4 and determined to be "subtherapeutic". The set roller clamp was found to be 1/8" from being fully closed. No occlusion alarm sounded. After the tubing was fully "pinched off", the occlusion alarm sounded. No pt injury resulted.